Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, there was moisture inside the pump. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the battery compartment was observed to be cracked and the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.